Manufacturer narrative:
Date of submission 29-may-2018 the device has been returned and evaluated by product analysis on 18-may-2018 with the following findings: during investigation, the alarm history showed evidence of cs012 alarms. A 24 hr duration test was successfully completed with no call service alarms being duplicated. Removed cover; no evidence of internal moisture or defects to the printed circuit board or internal components was found. Unrelated to the original complaint, the battery compartment was observed to be cracked. .

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 012) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a missing bolus record in the pump history which may impact treatment decisions.